Event description:
Customer called to report the paramedics came out due to low blood glucose. Blood glucose reading was too low to register at the time. The customer stated there was an alarm for lost sensor. Customer stated that her blood glucose reading can drop for no reason and has spoke to a health care provider. The customer did not hear the alarm at night. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).